Manufacturer narrative:
Philips service replaced the x-ray tube and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was down due to a defective x-ray tube on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.